Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The device was not explanted. A direct correlation between the device and the patient's outcome could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that after approximately one year of support the patient was admitted to the hospital due to a large left side subdural hematoma. An evacuation of the hematoma was performed. The patient¿s inr was 3.2 and the patient was on full life support. The patient¿s health care professionals were not sure of any head trauma that might have occurred, but did report that it was possible that the patient had hit his head on the headboard, but not hard. A repeat CT scan on an unspecified date showed left frontal lobe hemorrhage. An electroencephalogram (eeg) showed seizures. The patient never fully woke up and the chances for recovery were reported to be grim. Life support was withdrawn on (B)(6) 2015 and the patient expired. The lvad was reported to be functioning as intended and the patient¿s health care team did not feel the event was device related, but was possibly a secondary event due to the anticoagulation. No additional information was provided.